Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (fse) examined the system remotely and identified the system would not boot up. The philips field service engineer went onsite and could not reproduce the reported issue. The fse reviewed the log files and identified that the host pc does not start. To resolve the issue, fse restarted the system. After which, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up successfully. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.